Event description:
The pt is reportedly experiencing sound quality issues with her internal device. In addition, the pt is also experiencing discomforting sensations. Programming adjustments have been attempted, however, this has not resolved the issue. Testing of the pt's device didn't reveal any problems. The pt continues to be monitored by the clinic.